Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the wand 90-s 3.5 mm tip melted (heat shrink). The probable root cause/s could be that the heat shrink got damaged/melted due to: unit being used as a tool for mechanical displacement of tissue; excessive force and scrubbing with another object during use causing heat to insulation, degrade and rip. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the tip of the wand melted. No pieces were left inside of the patient. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the wand melted. No pieces were left inside of the patient. No adverse consequences were reported and the procedure was completed successfully.